Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and observed that the connector j3, which connects the system pcb to the memory pcb assembly, had loose contacts.  The loose contacts would cause the lockup condition reported by the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The system pcb assembly was replaced and other unrelated repairs were performed. After observing proper operation through functional and performance testing, the device was returned to service for use.

Event description:
The customer contacted physio-control to report their device would lock up and then reset on it's own when it was powered on. The device may not be able power on to provide defibrillation energy if needed. There was no patient use associated with this event.